Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging devoice noises. The patient alleges headaches, itchy eyes, coughing and wheezing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. On the previously submitted report in section b hospitalization was selected in error. It is now corrected to be a product problem with no ae outcome on this report. Box h, health impact grid previously reported hospitalization or prolonged hospitalization and is now corrected to reflect no health consequences or impact.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging devoice noises. The patient alleges headaches, itchy eyes, coughing and wheezing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : no device returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging devoice noises. The patient alleges headaches, itchy eyes, coughing and wheezing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. In box d: device available for eval?, date returned to mfg has been updated.